Event description:
Doctor was draping his patient with an ioban and noticed that there was a bug imbedded in the ioban. Doctor immediately removed the ioban and was given a sterile chloraprep to reprep the hip and a new ioban was placed on the patient.